Event description:
On (B)(6) 2025, gore was notified concerning a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device). On the (B)(6) 2025, the vsx device was reportedly, intended to be used as a kissing stent in the external right iliac artery via the common femoral artery to treat a bilateral aorto iliac occlusion. An 8 fr terumo introducer sheath and a 0.035" stiff guidewire where used. According to the report, after full deployment of the vsx device, upon retrieval of the shaft, resistance was reportedly felt and it broke inside of the patient. The report stated that the stent together with the introducer was retrieved from the patient. The physician reported that the tortuosity of the patient's anatomy was not an issue and the withdrawal force through the sheath was as expected. Reportedly, the physician decided to convert into surgery with the intent to retrieve the breakage from inside the patient. It was reported that the physician performed a dissection into the patient's common femoral artery. The breakage was reportedly retrieved, no other intravascular material was reportedly observed, and the dissection was closed. Additionally, it was reported that the occlusion was treated via the open surgery and the dissection was closed by implanting a patch. According to the report, there was no occurrence of a patient adverse event as a result of the breakage.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6 investigation findings: c19 refers to the product history review. Cbas®heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further investigation is being performed and will be included in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: codes added: b11, b14, b15: d15. Codes redundant: c21, d16. The manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. Product investigation report conclusion: the primary reported failure mode, related to a broken catheter, is consistent with the engineering evaluation findings of the catheter shaft (dual lumen tubing) not being returned and disturbance on the pebax of the distal shaft. The root cause of the primary reported failure mode could not be established with the available information.